Manufacturer narrative:
Customer complaint notes, stated type of damage compartment battery and reservoir. Insulin pump received with broken reservoir tube lip, missing reservoir tube o ring, missing end cap sticker, cracked case at the reservoir tube window corners, cracked reservoir tube window, broken belt clip slot and broken battery tube threads. The test infusion set and reservoir does not lock into place due to the reservoir tube lip completely broken off. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on the battery compartment and reservoir. Reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.